Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely the nozzle was clogged with foreign material occurred due to insufficient cleaning (handling problems). However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The user facility requested a repair for the evis lucera colonovideoscope due to the nozzle clogging and air/water flow issues. The facility did not confirm when the event was found but there was no harm or user injury reported due to the event. Upon inspection and testing of the customer returned device, the nozzle was clogged with foreign material. This report is being submitted for the malfunction found during evaluation.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center found in addition to the adhesive on the bending section cover has a chip and crack, the adhesive on the bending section cover and objective lens has a white-clouded area, the air/water cylinder is dirty, the objective lens has a crack and scratch, the light guide has a crack, the plastic distal end cover has a burn, the connecting tube has a cut and wrinkle and the protector of universal cord on the scope connector side has a scratch. Due to wear of the angle wire, the bending angle in the up direction and the play of up/down knob does not meet the standard value. Due to clogging of the nozzle, water removal ability does not meet the standard value. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.